Event description:
During centrifugation of coag specimen, cork came out of tube which forced the lid to pop open. Cork flew out of centrifuge. This is the second time this has happened. First occurrence 10/6/97. Unit returned to co & couldn't be reproduced. Unit has been sent back a second time now.